Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical dept is in the process of requesting pt medical records and treatment data info regarding the reported emergency room (ER) visit and hospitalization. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A patient contact called technical support for assistance with a drain complication alarm on the cycler. He also stated the patient was experiencing shortness of breath and chest pains and he was taking her to the ER. Follow up was done with both the home therapies manager and pd rn. According to them, the patient's peritoneal dialysis catheter was failing to function and she had not been doing pd consistently at the time of event. Because of intermittent ccpd treatment, the pd solution had longer contact time in the peritoneum and was said to have been re-absorbed making it unavailable to drain and caused the drain complication alarm. The patient went to the ER on (B)(6) 2014 where she was said to have been having "anxiety". She was not admitted. Due to the poorly functioning catheter and patient statements that she had not had dialysis in one week, she received a hemodialysis treatment and was sent home. She went to the hospital again on (B)(6) 2014 and was admitted for abdominal discomfort, weakness, and severe anxiety. Her pd catheter was removed during this admission due to its poorly functioning status and her modality was changed to hemodialysis. The patient was discharged shortly thereafter (date unknown). According to the pd rn who read from the clinic notes, the discharge diagnoses were: acute on chronic renal failure; multiple co-morbidities; severe anxiety and depression; acute gastritis secondary to uremia; copd; pneumonia; esrd with fluid overload; accelerated hypertension; diabetes mellitus with blood sugar >400 on admission. The pd rn denied any fresenius product malfunction leading to these events. The patient continues on hemodialysis.